Event description:
It was reported that the customer had a high blood glucose level of 600 mg/dl. Customer was not responding to insulin and felt nauseated and worn out. Customer was trying to treat with the pump. Customer did not find air bubbles, leaks, or a bent cannula. Customer reported that the bolus wizard was programmed inaccurately. Customer checked their blood glucose level and it was 232 mg/dl. Customer reviewed and confirmed their most recent bolus history. Customer as advised to change the entire set, reservoir, and insulin. Customer will be sent a tubing clamp and was advised to call back to perform the high pressure test. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.